Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. (B)(4).

Event description:
It was reported that during an attempted implant, the physician was unable to place the epicardial lead in the target position of the ventricular epicardium. It was noted that the threshold was high and unstable due to the patient's myocardial scar tissue. In addition, the epicardial lead exhibited inadequate sensing. The physician gave up on the operation and the lead was not implanted. No patient complications have been reported as a result of this event.